Event description:
It was reported that during an atrial fibrillation treatment procedure, a char occurred. The treatment site was at the tricuspid valve in the right atrium. An unspecified rf ablation generator was set at 60 degrees and 100 watts. Approximately eight ablations were performed with the 110/2.5/8-10 blazer ii xp catheter. The physician heard a "steam pop" and withdrew the device. Upon removal char was observed on the proximal end of the distal tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is listed as fine. Anticoagulation therapy was administered throughout the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).